Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that a revision surgery was necessary on (B)(6) 2024 after a plate breakage of an anatomical locking plate clavicle on the right. The plate was initially implanted on (B)(6) 2023. No further information received.

Event description:
Update (B)(6) on (B)(6) 2025: a surgery report was provided by the facility which included pictures of the removed screws which appeared to be arthrex screws.

Manufacturer narrative:
Additional information: b5, d6a, g3, h3, h6. The failed device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional details from the field, arthrex concluded that the most likely cause of the reported failure is a patient-specific event, specifically related to lifestyle and/or physical work. The complaint allegation was confirmed based on the customer's attached x-ray (possibly the bottom x-ray plate), which shows a broken plate in half and a loose screw.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-2654crs batch 15014425 laser etch on part 5262103 was received for evaluation. A visual evaluation revealed that the plate was broken into two pieces at one of the oblong holes. The threaded hole exhibited signs of bending, and the surface of the plate showed several scratches. A slight bend was also observed at the hole where the fracture occurred, which most likely resulted as a consequence of the forces that caused the break. The received plate was measured according to drawing c12921 at revision 2, component c12921-1 at revision 1. Plate thickness: 0.090 ± 0.005 inches. Result: piece 1: 0.091 inches. Piece 2 results: 0.090 inches. Plate width: 0.380 ± 0.005 inch result: piece 1: 0.380 inches. Piece 2 results: 0.381 inches. The results indicated that the plate is within drawing specifications. The most likely cause of the reported failure is a patient-specific event, specifically related to lifestyle and/or physical work. Directions for use dfu-0192-eo. Arthrex plates. C. Contraindications 5. Conditions that tend to limit the patient's ability or willingness to restrict activities or follow directions during the healing period. E. Warnings 5. Postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. 8. Detailed instructions on the use and limitations of this device should be given to the patient.